Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 0.7-1.1cm and 6.0-6.6cm from the proximal end of the rv shock coil, consistent with lead friction to another device. External insulation abrasion was found at 38.2-38.5cm from the proximal end of the rv shock coil, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.